Event description:
Update was received that patient had a full system replacement. The suspect device has not been received to date.

Event description:
It was reported that patient is experiencing increase in seizure frequency and experienced electric shocks in the generator area. Vns was interrogated and seen with a high lead impedance. X-rays were performed and no anomalies were observed. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.